Event description:
It was reported that this right atrial (ra) lead exhibited intermittent under-sensing. No other information was provided. Evidence suggests that there were no adverse effects to the patient and this lead remains in service.